Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient had been vomiting coffee grain emesis with a blood pressure of 144/89, heart rate of 98, respiratory rate of 20, and temperature of 36.7. The patient's abdomen was distended and had incisional pain. On (B)(6) 2019, the spouse reported that the patient was hospitalized and was diagnosed with dehydration and constipation, which had slowed down the bowels, and was treated with intravenous fluids. A neurologist stated the sedation used for the tubing placement contributed the dehydration and constipation.